Event description:
It was reported, there was a loss of therapeutic effect along with no stimulation and a return of symptoms. It was stated, the patient thought the device was dead and there was no stimulation sensation. It was also stated this began one month prior to report. The location of symptoms were at the implantable neurostimulator (ins) location in the right chest. The patient¿s status was noted as fair, the healthcare provider (hcp) noted the device in the left chest was working fine with no issues to report. Reportedly, the hcp increased amplitude from 1.7 volts to 2.8 volts and planned to try reprogramming the patient. The patient was programmed with 60pulsewidth, 170hz, c+, 0-. An x-ray or the ins and lead/extension area was recommended. It was stated impedance readings were greater than 2000 ohms on all of the unipolar pairs. It was noted the battery voltage was at 3.74 volts but the ins had been turned off and it was not known how long it had been turned off. Additional information had been requested,but unknown at the time of report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2005 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0537517v, implanted: 2005 (B)(6); product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2005 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).